Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the small electric drive device performed irregularly while in use with the cable device. According to the report, the device would stop functioning from time to time. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.